Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the lot was performed. In-house strip testing on the reported strip lot meets accuracy criteria. The product performed as expected. The customer's complaint was not replicated. A review of the manufacturing batch records for the reported strip lot did not uncover any relevant non-conformances. The lot met release specifications. It was reported that the customer used an incorrect strip code. Strip codes are lot specific and are directly used to calculate the inr and qc values. The use of the incorrect code can result in incorrect results and error messages. This cannot be ruled out as the cause of the customer's unexpected results. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
A variance was reported between a patient's inratio inr results and lab inr result. The results were as follows: on (B)(6) 2016: inratio = 2.5. On (B)(6) 2016: lab = 5.9, inratio = 3.0 a few hours later. The patient's warfarin was held for 2 days based on the lab inr. The reported therapeutic range was: 2.0-3.0. It was also reported that the strip code was within expiration date but the strip code being used was incorrect.